Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested (B)(4) 2011 by fax and mail. A completed questionnaire was received (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/19/2011. (B)(4).

Event description:
A consumer reported halos and rings with lights or anything shiny following bilateral intraocular lens (iol) implant surgeries. He also has difficulty reading up close with his left eye. The surgeon prescribed medication eye drops, but he discontinued use after two weeks because "they only helped a little". The surgeon performed a "laser" to each eye for a membrane, and now wants to do a lasik procedure to the left eye. Additional information was received from the surgeon, who reports the event is not expected to resolve due to "residual refractive error" to the left eye. The consumer has a history of pterygium excisions with limbal autografts three and one half years prior to the implant surgery. Posterior capsular opacification was noted two months following the implant surgery and a yag laser treatment was performed. An unapproved viscoelastic was used during the implant procedure. There are two medical device reports associated with these events; this report is for the left eye.